Event description:
The patient had a c3-c4 anterior fusion procedure that included the use of an 18mm angled continuum implant with an 8mm interbody cage filled with autograft. Two weeks post op it was identified that the interbody cage and continuum implant had migrated forward resulting in the need for a reoperation. On the x-ray imaging, the surgeon observed that the continuum implant was not flush against the interbody cage which could have allowed the migration of the interbody cage. The patient had a terrible cough due to covid post operatively which could have contributed to the migration of the interbody cage.